Manufacturer narrative:
This event occurred in (B)(6). The field service engineer replaced the gear pump head. After service, the customer did not report any further issues. The investigation determined the service actions resolved the issue. Unique device identifier (UDI) (B)(4). Initial reporter phone number: (B)(6). Initial reporter fax number: (B)(6).

Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results for an unknown number of patients tested on a cobas 8000 c 702 module. The initial results were reported outside the laboratory. The customer performed repeat testing with the samples. Below are six examples of questionable phosphate results provided by the customer: on (B)(6) 2021, patient 1's initial phosphate result was 3.29 mmol/l. On (B)(6) 2021, the patient's repeat result was 1.52 mmol/l. On (B)(6) 2021, patient 2's initial phosphate result was 2.86 mmol/l. On (B)(6) 2021, the patient's repeat result was 1.38 mmol/l. On (B)(6) 2021, patient 3's initial phosphate result was 3.13 mmol/l, and the patient's repeat result was 1.45 mmol/l. On (B)(6) 2021, patient 4's initial phosphate result was 3.18 mmol/l, and the patient's repeat result was 1.53 mmol/l. On (B)(6) 2021, patient 5's initial phosphate result was 3.11 mmol/l, and the patient's repeat result was 1.29 mmol/l. On (B)(6) 2021, patient 6's initial phosphate result was 3.41 mmol/l, and the patient's repeat result was 1.91 mmol/l. The phosphate reagent lot number and expiration date were requested but not provided.